Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was over 600 mg/dl. The customer' mother stated that the customer experienced vomiting, a headache, and hunger pains. The customer was treated with insulin via intravenous drip. The caller stated that she and customer could not bring the blood glucose levels down, leading up to her admittance to the hospital. Troubleshooting was not completed, as the caller declined to perform the high pressure test on the insulin pump. The customer's mother stated that her endocrinologist believed that the high blood glucose was related to hormones. She also noted that the device alarmed battery out limit per normal device behavior. She was advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.